Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted, measuring approximately 0.5 cm. Leak testing revealed there was leakage from the valve. The evaluation determined that the rupture is consistent with a crease/fold rupture. The analysis was¿unable to determine the root cause for the leaking valve. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 7381302 sn: (B)(6) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 7750516 sn: (B)(6) . In addition, mentor also became aware that the patient also experienced bilateral ptosis, post-operatively. The left side ptosis will be reported under mrn: 1645337-2020-02138 reason for device explant and/or reoperation: deflation, ptosis. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 5721154 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.